Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. The patient experienced phrenic nerve stimulation (pns) as a result of the event. Provocative testing was performed and the noise was reproducible. The device was reprogrammed to resolve the event. The patient was stable.